Event description:
Successfully ablated with 1.5mm burr in mid-left anterior descending. Exchanged for a 2.0mm burr. Burr became stuck distal to the lesion after an apparent vessel spasm. The burr may have been oversized for the pt's vessel. A perforation occurred during the removal process. The perforation was sealed with a regular balloon after attempts with a perfusion balloon failed. Pt suffered an mi, was sent to surgery and died during surgery.